Event description:
User facility medsun report (B)(4) report received.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: ¿these products are intended for use by physicians trained and experienced in the placement of central venous catheters using percutaneous entry (seldinger) technique. Standard seldinger technique for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter (¿) introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion. After catheter is in position, remove wire guide.¿ based on the information provided, no product returned, and the results of our investigation, the root cause was determined to be user error. The surgeon reportedly did not remove the wire guide after the catheter was in position. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent implantation of a minocycline/rifampin impregnated triple lumen central venous catheter on (B)(6) 2016 via a left intra-jugular approach. Status post insertion indicated the catheter in good placement with no indications of pneumothorax. The patient underwent a computed tomography scan (CT) on (B)(6) 2016 for an unspecified indication. The CT scan revealed an incidental finding of a wire extending from the right femoral vein into the right atrium of the heart. The patient underwent an interventional radiology procedure one week later to remove the retained wire. The initial reporter indicated that the patient had not experienced any issues or problems related to this event. The reporter wishes to provide general recommendations to improve the visibility of the guidewire on routine radiograph imaging." The instructions for use that accompany the product state that "these products are intended for use by physicians trained and experienced in the placement of central venous catheters using percutaneous entry (seldinger) technique. Standard seldinger technique for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter." The instructions for use provide the clinician with the following directions for implantation of the catheter: "pass straightened wire guide through needle; advance wire guide 5-10 cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. "Wire guide must always lead dilator by several centimeters." "Introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion." "After catheter is in position, remove wire guide." The customer stated a medsun report was submitted, however, no report was received by the manufacturer to date.